Manufacturer narrative:
It was reported that right hip revision surgery was performed due infection inflammatory reaction due to joint prosthesis. During the revision the hemi head, modular sleeve and r3 liner were removed, the r3 shell and the anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided implantation report, the trochanter impinged upon the pelvis at 90° flexion and 65° internal rotation. According to the provided revision report, the patient had pain and increased metal levels. During the revision, there was some non-purulent and dark joint fluid that was cultured. The pseudocapsule was sent to pathology. The trunnion showed some burnishing and metal deposition. The stem and cup were well positioned and fixed. There was some osteolysis behind the cup (observed through screw hole). The final diagnosis was: ¿infection inflammatory reaction due to joint prosthesis¿. It remains unclear whether the reported impingement contributed to the reported issues. The final diagnosis is unclear and it cannot be further clarified without the mentioned microbiology and pathology analysis. Based on the available information an infection (diagnosis) seems unlikely. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew, or its employees caused or contributed to the potential event described in this report. Attachment: [201233 summary.pdf]

Event description:
It was reported that right hip revision surgery was performed due to unknown reasons.